Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a leak from IV tubing set near the ¿cassette¿ during an infusion of blinatumomab. The tubing was connected to the cvl lumen via texium and a maxzero . It was noted that the patient had tripped over the tubing several hours prior to the event so the customer suspected the tripping incident caused the leak. Since the tubing was in use for approximately 85 hours and 45 minutes, the customer wants to know if the tubing may degrade due to prolonged exposure and is requesting information about the integrity of the tubing after prolonged exposure to this new experimental monoclonal antibody. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak was not confirmed. Upon initial visual inspection, no loose tubing, immediate visible cracks, or other damages were found around the filter. Further inspection yielded no visible defects on any other component of the primary set. Functional and pressure testing were performed; no air bubbles or leaks were identified at any point during a one hour test infusion, and no air escape or fluid leak occurred at any pressure up to the test limit of 30 psi. The root cause of the customer¿s leak was not identified.